Manufacturer narrative:
Pc-(B)(4) date sent: (B)(4) 2018 batch # p9345e device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 3 conforming clips. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
It was reported that during an open unknown surgery, the clips were unformed. Another device was used to complete the case. There were no adverse consequences to the patient.